Manufacturer narrative:
Physical analysis cannot be performed as product was not returned. Customer reported no osseointegration.

Event description:
Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved.